Event description:
It was reported that during the preparation of a xpert stent, as they were opening the package, the stent was prematurely partially deployed. Reportedly, the device was being prepared per instructions for use. The xpert stent delivery system and stent was set aside and another xpert stent was used to successfully complete the procedure. There was no patient involvement and no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.